Manufacturer narrative:
Although the customer indicated that this incident was reported to the FDA, we have not yet received the report; therefore, the medwatch number is not available at this time. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line fractured and tip broke off, migrated in patient's lung. Used PICC cutter prior to insertion. Required new line, stable after incident.